Event description:
The pt went into vtach and when the code team attempted to defibrillate the pt, the machine would not discharge. The code team obtained the second defibrillator and when the code team went to disconnect the pads from the connecting cable, the code team noticed that the wire from the pads had become severed from the connecting port. Once the code team figured out it was the patches that were defective and not the machine and replaced the defective patches, the pt was asystole and the code team was unable to resuscitate her.